Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small ruptured, saccular basilar tip aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that this a 9th coil in the procedure. The physician attempted 3 times to detach the coil with instant detacher and one time with using manual method. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation of ¿non-detachment¿ could not be confirmed. As received, the implant coil was found damaged and had lost its original shape and detached from the pushwire. The instant detacher was not returned as it was discarded at the hospital. The returned pushwire was found broken into two segments but was retained together by the release. The proximal pushwire segment was found intact distal to the break indicator at the manual detachment location (via hypotube). In addition, the pushwire was found bent at several locations from the proximal end. The proximal segment of the pushwire containing the tack weld replacement (twr) crimps was not returned. Under the microscope, the coin was found pulled back from the lumen stop, the shield coil was present. The detach element was found to be bent. The instant detacher and the proximal tip of the pushwire containing the tack weld replacement (twr) crimps were not returned; therefore, any contributing from these could not be assessed. The cause for the difficulty during detachment with the instant detacher could not be determined. The bend in the detach element may have contributed to the event by causing the detach element to become jammed in the distal end of the pushwire. Regarding to the difficulty during detachment by the manual method, it is possible that the pushwire broke at an incorrect location. It is possible that the bends in the pushwire and the break in the pushwire occurred during shipping back to medtronic for evaluation. It is possible that the implant coil subsequently detached due to the break in the pushwire with the coin pulled back from the lumen stop. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.